Event description:
80 year-old female with history of bladder sling resulting in multiple complications/sepsis, chronic lower back pain, htn (hypertension), ckd (chronic kidney disease) stage iii, and newly diagnosed with pancreatic adenocarcinoma with metastatic disease to the lever underwent internal/external biliary drainage catheter exchange. During the procedure, the external end of the catheter tip broke off. Another catheter was opened and finished the case. No known harm done to the patient.